Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroctomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a 46-year-old female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroctomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: essure insertion date discrepancy noted - 2010-2012 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2022: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('partial hysterectomy, removed all but ovaries') and cholecystectomy ('gallbladder removed') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal disorder ("vaginosis"), alopecia ("hair loss"), tooth loss ("teeth loss"), hypotension ("low blood pressure"), asthma exercise induced ("exercise induced asthma"), raynaud's phenomenon ("raynaud syndrome"), fordyce spots ("fordyce spots") and thirst ("extreme thirst") and was found to have vitamin d decreased ("low vitamin d") and blood iron decreased ("low iron"). Essure was removed on (B)(6) 2021. At the time of the report, the hysterectomy, vaginal disorder, alopecia, tooth loss, vitamin d decreased, blood iron decreased, hypotension, asthma exercise induced, raynaud's phenomenon, fordyce spots, thirst and cholecystectomy outcome was unknown. The reporter considered alopecia, asthma exercise induced, blood iron decreased, cholecystectomy, fordyce spots, hypotension, hysterectomy, raynaud's phenomenon, thirst, tooth loss, vaginal disorder and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2022: plaintiff fact sheet received. Event medical device removal was replaced with vaginal disorder. Events hair loss, teeth loss, low vitamin d, low iron, low blood pressure, low blood sugar, exercise induced asthma, fordyce spots & extreme thirst were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.